Event description:
While pt was sitting on bedside commode, metal bar on bottom frame of bedside commode broke off, causing pt to fall through. No injury to patient. Pt weight and use appropriate for equipment.